Event description:
Inflammation (knee/joint) [arthritis]. Arthralgia [arthralgia]. Twisted knee joint [ligament sprain]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis of left knee. The pt's medical history was significant for the concomitant diseases of nail tinea, allergy (unspecified), athletic foot and itching. The pt had received treatment with synvisc and suvenyl in the past ((B)(6) 2011). On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml, in unspecified location. The lot number of synvisc was not provided. On (B)(6) 2011, after receiving another synvisc injection, pt twisted her knee joint. On (B)(6) 2011, arthralgia developed with inflammation. She was treated with betamethasone sodium phosphate injection and the event of arthralgia recovered on (B)(6) 2011. The action taken with synvisc treatment was not provided. The outcome for the events of inflammation and twisted knee joint was not provided. Relevant concomitant medications included terbinafine hydrochloride, oxatomide, clotrimazole and glycyrrhetinic acid. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc and all the events. This is 1 of 2 reports from this reporter, after receiving synvisc. The total list of cases created from this reporter is (B)(4). MFR's comment: the benefit-risk relationship is not affected by this report.